Event description:
It was reported that upon opening the sterile packaging, a white powdery substance was found on the disposable tip of the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The foreign material condition was confirmed on the returned unit.likely root causes are: 1. Manufacturing/assembly error, 2. Incorrect or inadequate packaging, 3. Severe shipping conditions, 4. User error in not properly inspecting unit prior to use, as per risk documents. We concluded the most probable root causes to be: severe shipping conditions due to visual inspection, investigation findings and risk documents.in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that upon opening the sterile packaging, a white powdery substance was found on the disposable tip of the unit.